Event description:
The integra sales representative reported on behalf of the user facility the following info: the patient developed an infection at the surgical site. He had to operate on the pt twice to clean out both the mozaik putty and the infection.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.